Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor's cannula may have broken off inside her body. The cannula appeared shorter. Customer's blood glucose level was 130 mg/dl. The device was not returned.